Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Additional observation found the instrument was found to have dislodged proximal clevis at the ears of the clevis. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. The root cause of the dislodged proximal clevis is attributed to broken main tube extension. Common causes of the failure mode dislodged instrument proximal clevis are attributed to user. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, the monopolar curved scissors (mcs) instrument are bent and piece of the seal is coming out. The procedure was completed with no reported injury. Related record complaint summary of (B)(4): it was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported issues with one of the arms. The surgeon came on phone and detailed the scissors shaft/wrist of instrument is broken and they can't remove the instrument from arm 3. The caller advised they are not able to locate instrument release key (irk). No related errors in logs. The caller provided instrument was not 'grasping' (it is a scissors) tissue and irk is to open the jaws of the instrument however since surgeon is not able to take control of instrument then possibly the irk would manipulate the jaws to straighten the shaft/wrist of the instrument to remove the instrument but if not successful then they may remove instrument and cannula together or perform alternative surgical intervention to remove. Irk was not located and user removed instrument and cannula together. The procedure was completing as planned with no reported injury.